Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The shock cushion was damaged and had moved forward in the handle, impeding it from closing and holding properly. The teeth on the 6-inch transitional were worn as well. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2009). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) has a fractured shock cushion, the locking handle was very loose, and the transition member starbursts were completely worn. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.